Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 6/17/2014 - medical records received. Patient revised to address pain and discomfort. Upon revision, a great gush of slightly brownish fluid, edematous tissue around the acetabulum, corrosion around the trunnion, no bony ingrowth on the acetabular cup, and erosion of the acetabulum were noted. As a ceramic head was placed on the stem, which remained in situ, and there is not a note of corrosion directly on the stem after removing the head and sleeve, corrosion will be noted for the femoral head only. Should we receive additional information, we will update as necessary. The information received does not change the MDR decision. This complaint was updated on: 07/15/14.

Event description:
Litigation alleges patient had high concentrations of various metallic elements in blood and permanent injuries after asr hip implant.